Event description:
A physician reported a pt who was treated on 9/30/1998, into the nasolabial and acne scars on the chin. The pt returned on 10/7/1998 with all treatment sites red with a few nodules that were very red; exact onset date unk. The physician injected the nodules with intralesional kenalog, which improved the symptoms somewhat. On 10/26/1998, the physician observed more redness at the treatment sites. The physician planned to inject more kenalog and to prescribe oral antihistamines. The physician diagnosed the symptoms as a hypersensitivity related to collagen.